Manufacturer narrative:
Amistem h cementless stem size 7 lat: ref. 01.18.147 - lot 124121 ((B)(4) stems produced) all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. To date (B)(4) stems belonging to this lot have been already sold without any other similar issue. The investigation is ongoing and the broken stem should be received back by the manufacturer in a few days. It will be analyzed and a follow up will be submitted.

Manufacturer narrative:
On 02/09/2015, the r&d director wrote that he cannot make any consideration concerning the case, but the fact that the weight of the pt was quite high but under the mechanical tests run. The surgeon promised to send us a copy of a report made by an independent laboratory. On march 6, 2015 we requested the status of the situation to our austrian distributor with the following answer, received on the same day: as far as I know they did not get the report so far. I should meet the surgeon on tuesday next week. Hopefully I will get some more new information for you. What the surgeon or the patient will do with the implant, I do not know.

Manufacturer narrative:
On 27 mar 2015, we requested again the status of the situation to our (B)(4) distributor with the following answer, received on 13 april 2015: no new information available. On 21 april 2015, we closed the case with the information available; in case we will receive further information, it will be update. Both r&d director and medical affair director reported it is necessary analyse the piece to determine the possible root cause of the event. Due to the fact that we did not received the piece for investigation, nor the report of the independent laboratory chosen by the surgeon to analyse the broken stem, it is not possible determine the root cause of the event.

Manufacturer narrative:
The case was re-opened on 22 june 2015, upon receipt of a report from an external laboratory independently contacted by the surgeon that sent the broken stem for analysis. The report was then translated from german into english and this is the summary of the analysis: "a fractured hip shaft was presented for examination. The titanium alloy was probably oxidized by an electrical energy input at the distal neck of the prosthesis, thus brittling the material in this area. It is highly probable that this change in the material led to the initial fracture. The origin of the fracture could be localized without a doubt, and it was identical to the location of the changed material".

Manufacturer narrative:
On 18 august 2015, the r&d director made the following analysis based on the report of the external laboratory: the report made by the external laboratory indicates that an electrical energy input at the distal neck of the prosthesis oxidized the neck surface , thus brittling the material in this area. It is highly probable that this change in the material led to the initial fracture. The origin of the fracture could be localized without a doubt, and it was identical to the location of the changed material. Analysing the report and the clinical event, we can conclude that this is very likely the origin of the problem. In fact during the surgery the electrical cutter could be identify as source of the electrical energy, more over this patient is heavy and active and he has been implanted with an extreme product range size. This combination of weight and extreme size represents a very high load condition for the neck of the femoral stem, but still under the limit tested during the fatigue mechanical validation test. Without any superficial defect this stem would not break. The presence of a neck region with superficial oxidation can reduce dramatically the fatigue limit of the device. On 19 august 2015 a final report was prepared with the information reported into the initial case and follow ups, including the above analysis. On 20 august 2015 it was sent to the initial reporter and the case was closed.

Event description:
Importer reference #(B)(4).